Event description:
Event description guidant received information that oversensing of noisy signals contributed to stored vt and atrial tachycardia response episodes. The noise was reproducible and both ventricular and atrial leads displayed intermittent impedance measurements greater than 2500 ohms. A chest x-ray indicated that both leads may have been fractured. It was also noted, at this time, that the atrial lead was not pacing or sensing and that the ventricular lead was unable to capture the myocardium. No adverse patient symptoms were noted. During the revision procedure, both leads were examined and determined to have been damaged due to clavicle-first rib (cfr) crush. The atrial lead was explanted and the ventricular lead was surgically abandoned, and both leads were successfully replaced.